Event description:
It was reported to boston scientific corporation that a capio standard was used during a transvaginal suture procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device was deployed, the needle separated and was retained inside the patient. Reportedly, the needle was not retrieved and the patient was informed by the physician that the needle was retained inside her body. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of needle detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Was: m0068312321. Changed to: m00608318260. Analysis of the returned capio slim device confirmed no visual failures were found, however the suture was not returned. The device was actuated three times with a suture and no anomalies were observed. Labeling review was performed and no anomalies were found. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio standard was used during a transvaginal suture procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the device was deployed, the needle separated and was retained inside the patient. Reportedly, the needle was not retrieved and the patient was informed by the physician that the needle was retained inside her body. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.